Manufacturer narrative:
Patient identifier: requested, not provided. Ethnicity: requested, not provided. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that the procedure was a neuro intervention with a medtronic pipeline stent of the right groin. The doctor stated that the footplate did not come out. The patient's condition was fine. The procedure outcome was a success. Additional information was received on 10 nov 2022: the procedural sheath that was used was a 6fr. A pre-deployment angiogram was performed. There were insertion difficulties due to the patient size and it was a steep angle. The device was pulled out of the patient prior to deployment. Hemostasis was achieved by manual compression.